Event description:
Resident was being transferred from bed to w/c via hoyer lift and assist of two cnas when lift malfunctioned. Resident fell to the floor landing on her left side, hitting her head on the floor. Transferred to ER for treatment and further eval. It appears lift may have a faulty bolt.